Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 2883691 (mfg. 06/2014 showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Findings: the involved devices were not returned for analysis and confirmation. It cannot be determined whether the connecting device component luers were cracked/damaged or how/where air was seen or detected or whether clamping protocols were followed. Treatments were reportedly not affected, no reported blood/fluid leakages. The cause of the event remains unknown.

Event description:
Int'l ((B)(6)) complaint received concerning air inlet issue with use of dialysis set-up consisting of tunnelized jugular catheter arrow bloodline 5008 fresenius and d1000 tego connectors. The initial information received reports "...nurse has noticed air inlet issues in the venous external adaptor of the catheter.". The involved tego connector was removed, replaced and discarded. The tego connectors were reportedly in use for two days. Medications/disinfecting solution used were identified as fraxiparine 0.6, venofer, neorecormon 4000, taurolock hep 500; biseptine to disinfect the tego cap. There were no reported serious patient injuries and or adverse consequences. Additional event/usage information has been requested but is unavailable.